Manufacturer narrative:
(B)(4). On 21-jun-2018 arjo representative was informed about the event with the involvement of a sara stedy at the (B)(6) house located in (B)(6). It was reported to arjo representative that, while the patient was transferred in the bedroom, she fall onto the caregiver. There was no injury reported. After the event, the device has been examined by arjo service technician. The functional test showed that sara stedy was working according to manufacturers specification - no malfunction was detected. All devices are provided with instruction for use (IFU) which clearly states how to properly use the device. The IFU for sara stedy (001-12325 rev.3) contains information: "make sure that all operators are regularly trained in the use of the equipment according to the information found therein." "This mobile patient lift must be used by a caregiver trained with this instruction and qualified to work with the patient to transferred and should never be used by patients on their own." Due to limited information that was provided in regard to circumstances of the reported event, there are different factors that could lead or contribute to the described event: 1. Wrong patient assessment made by a caregiver. Sara stedy is a mobile active lift, which is intended to be used only by patients who have the ability to stand unaided or who can stand with minimal assistance. It may also be used as a supportive aid when elevating a patient for purposes of changing wound dressings, incontinence pads or for personal cleansing. If the lift will be used with person who has no ability to stand then it may cause patient fall from the device. There is no information in complaint which might confirmed this hypothesis, 2. Caregiver was not correctly trained how to use the device with patient. The IFU contains information that : the caregiver should choose correct model and size of the sling. Information how to correct applied the back support strap. If the caregiver do not use it or incorrectly attached sling to the device it might lead to lose the stability by patient not applying the castor brakes during initial/final phase of the transfer. The facility cannot find the training records for the caregiver who was involved in the event. 3. Device malfunction might lead to patient fall. No device malfunction was found, therefore this factor can be excluded. The information provided by the facility confirms that the caregiver who was involved in the event was an agency worker. Moreover, the facility did not find training records for this employee. In light of this information, the caregiver who was transfer the patient at the time of the event, was not correctly trained. Please note, that if the caregiver follows every guideline given in the lift's instruction for use, there is a very low possibility of any potentially hazard situation to occur. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. No technical malfunction of the device was detected that could have caused or contributed to patient fall from that perspective, the floor lit device was up to its technical specification at the time of the incident. No adverse event occurred.

Event description:
On 21-jun-2018 arjo representative was informed about the event with the involvement of a sara stedy at the (B)(6) house located in (B)(6). It was reported to arjo representative that, while the patient was transferred in the bedroom, she fall onto the caregiver. There was no injury reported. After the event, the device has been examined by arjo service technician. The functional test showed that sara stedy was working according to manufacturers specification - no malfunction was detected.